Manufacturer narrative:
Initial investigation is on retained representative samples only. No samples received.

Event description:
The reporter noted that they were using one of our 27x1 ¼ hypodermic needles to numb a patient in the subq tissue in the glute while numbing the patient the needles broke off the hub and into the patient's tissue. The patient had to get extensive treatment done to get this removed.

Manufacturer narrative:
Initial investigation attached is on retained representative samples only. Customer shipped unused samples to factory for investigaiton. Investigation results are pending.

Event description:
The reporter noted that they were using one of our 27x1 ¼ hypodermic needles to numb a patient in the subq tissue in the glute while numbing the patient the needles broke off the hub and into the patient's tissue. The patient had to get extensive treatment done to get this removed.